Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of device, the battery failure alarm was reproduced; however, no unexpected controller shutdown was observed. Batt test revealed that battery 1 shown an ¿smb¿ indicating the battery communication failure was most likely, due to low voltage. Therefore, both batteries were replaced with new batteries, which were tested and proved to be in good working conditions; while maintaining a charge and a discharge. Inconclusion, the root cause of the battery failure was, due to both batteries were depleted. The internal low voltage safety lockout mechanism, prevented both batteries from providing voltage and to be charged. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the complainant that the automated impella controller had a red battery failure alarm. There was no reported patient harm.